Event description:
Pt states that md discontinued the hyalgan due to a suspected sensitivity (swelling, pain, and tederness) to the medication and possible dvt. Dose or amount: 20mg, frequency: once weekly, route: ia.